Event description:
It was reported that the device exhibited rapid battery depletion.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The battery was sent to the vendor for further analysis an internal short within the battery was found to be the root cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.